Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the PICC catheter was placed under ultrasound guidance on (B)(6) 2026. On (B)(6), during catheter maintenance, the patient experienced pain and swelling in the upper arm. Upon investigation, a rupture was discovered 7 cm inside the puncture site, resulting in drug leakage and a serious impact on product quality. No further details provided.